Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating impedance on the rv (right ventricular) lead was beyond the expected upper range, and oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance and several short interval counts (sic). A fluoroscopy was performed and a fracture was suspected on the pacing ring. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.